Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse from the USA of an issue related to lupus, relapse, and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer service, the following was reported. On an unreported date, the patient was diagnosed with lupus. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized due to the lupus and peritonitis. The cause of peritonitis was unknown, but was acquired while the patient was hospitalized for an issue related to lupus. The patient did not require retraining. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from the event of peritonitis. The outcome for the events of lupus and relapse was not reported. Per the nurse, the event of peritonitis was unlikely related to dianeal therapy. The issue related to lupus was considered serious but not associated with dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11h18044 and h11j05089 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause was undetermined. No device malfunction or use error was identified.